Event description:
Reported via patient call center. It was reported a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At an unknown date post index procedure, the patient reported having a cva and a thrombus was found to be attached to the closure device. The physicians started the patient on eliquis in response to the thrombus and will have the patient take another test in three (3) months to see if the thrombus has dissolved.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At an unknown date post index procedure, the patient reported having a cva and a thrombus was found to be attached to the closure device. The physicians started the patient on eliquis in response to the thrombus and will have the patient take another test in three (3) months to see if the thrombus has dissolved.